Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore. A failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other five proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in both common femoral arteries was attempted with proglide devices, using a pre-close technique, via 7f sheaths prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, cuff misses occurred with six proglide devices, four cuff misses at the right common femoral artery and 2 cuff misses at the left common femoral artery. The access sites were mildly calcified. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique on each side. The sheaths were upsized to 14f and 16f and aaa procedure was completed. Hemostasis was achieved with the two successfully preplaced sutures on each side. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.